Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery, with a 1 hour taper up and a 1 hour taper down, with a 1600ml vtbi (volume to be infused), for duration of 14 hours, and the delivery was started. No further programming parameters were provided. On (B)(6) 2011, after an unspecified length of time, the homecare pt's caregiver notified the user facility that the device alarmed for occlusion and that the container was empty instead of an unspecified volume of solution to be remaining. At that time, the caregiver reported that the solution container had also emptied on the previous night. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.87ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2011 the device was programmed for tpn with a 1hr taper up, 1hr taper down, a vtbi of 1600ml, for a duration of 14hrs, and a 1650ml container. The device continued in use at the programmed settings between (B)(6) 2011. On (B)(6) 2011, between 1951 and 1954, the device was powered on, a new container and a priming volume of 7.5ml was indicated and the delivery was started. Between 1954 and 2054 taper up occurred. On (B)(6) 2011, a new date stamp occurred. At 0852 taper down began. Between 0932 and 0936, 2 proximal occlusion alarms occurred and the delivery was stopped. This report represents all the info known by the reporter upon query by hospira personnel.